Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she is unable to remove the battery cap on her insulin pump. She hasn't been able to use her device for the past month and has been using manual injections. Customer's blood glucose is 468 mg/dl. The battery cap cannot be removed with a screwdriver or quarter. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stripped battery cap coin slot.